Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 23-mar-2026. The unit was received with a reported oxygen error, confirmed with the contaminated zeolite and leaking product manifold. Incoming internal 02 measured 79.8% and external 02 measured 69.8%, both below specifications. The issue was identified the psa cycle (according to the data log) being high (14) is an indication the zeolite is getting contaminated by moisture. Also, product manifold leaking due to debris stuck under the check valve.

Event description:
It was reported that the patient's unit was showing a column error message and was not producing oxygen. As a result, the patient passed out due to lack of oxygen and had to be taken to the ER where they were kept overnight and given supplemental oxygen. A replacement unit was sent to the patient and it is working for them.